Event description:
A medtronic ent representative reported an alleged inaccuracy during navigation while in an ent surgery. The site provided no further details and provided no patient information at the time of the report to medtronic. Follow-up with the site found that during the procedure, the surgeon was rolling the head after the registration and moving the head frame. There was no impact to the patient reported.

Manufacturer narrative:
Patient information has not been made available from the site at this time. Per the reported event, the inaccuracy during navigation was due to reference frame movement by the operator, and not a malfunction of the device. The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was found to be fully functional and accurate.